Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer¿s blood glucose was unknown at the time of the incident. It was reported that several power error detected alarms occurred in the last day. The customer was suggested to remove the battery, wait 10-15 minutes to led turn off and insert a new battery. The customer was advised to call back if issue occurs again. The insulin pump will not be returned for analysis.